Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial # (B)(4), implanted: (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was placed in one deployment by installing two tines. It was noted that the delivery system ¿slipped twice¿ from the implant site prior to the deployment. Sixteen hours post implant, the patient presented with palpitations, chest discomfort and pain when breathing or with posture changes, a mild inflammatory reaction with pyrexia, and a slight increase in cardiac troponin. A mild pericardial effusion was identified, and pericarditis associated with the ipg implant procedure was suspected. The patient was treated with analgesic and antipyretic medications and the effusion was stabilized without drainage. Three days later, testing showed a reduction of the pericardial effusion and the patient was discharged in good condition. It was further reported that eight days later, the patient¿s family noted that the patient was in good condition around noon; however, at 9pm the patient was found dead. A computed tomography scan was done that showed a blood-like fluid at a location that was different from the site of the pericardial effusion. However, it did not confirm any possible cause of death.